Event description:
A surgeon reported a pt with dysphotopsia following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be identified by the investigation. Additional info was requested 10/20/2011 and 11/02/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).